Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06688. It was reported that when the patient presented for generator change-out, atrial and ventricular lead noise were observed. Atrial lead noise was reproducible with isometric exercise, but the rv lead noise was not reproducible. There was evidence from a clinic follow-up device check of past rv lead noise. The leads were capped and replaced on (B)(6) 2019. The patient was stable.